Event description:
It was reported that prior to an endovascular aortic aneurysm repair (evar) procedure, pre-close placement of the sutures was attempted in the common femoral artery using perclose proglide devices. Reportedly, during deployment of the first proglide device through a 6-french sized access site, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted, but when the needle plunger was removed, no suture was present. The sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and the sutures were set to the side. The access site was dilated to 18-french. After conclusion of the evar procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report number. .